Manufacturer narrative:
Involved product whose the handle gets separated / loosened during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1710737). The records of the torque tests performed during manufacturing process are available and instruments were found in compliance with iso 3630-1 standard requirements. No unused file was returned for additional evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the file possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. In addition, protaper instruments must be still used passively into the canal.

Event description:
In this event it is reported that protaper h-u 21mm/f1 -not ce- rubber handle separated from the file. The file had to be extracted by forceps. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.